Event description:
It was reported that a pt was experiencing shocking sensations. The device was explanted. The pt had no complications and recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shocking was due to a "faulty" lead. The entire system was replaced with a good surgical outcome.

Manufacturer narrative:
(B)(4).